Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during the manual prime sequence. The customer's blood glucose level was 459 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with manual injections. The customer did not resolve the issue and stated that they have not yet tried different cannula lengths. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.